Event description:
The inner seal disengaged the instrument into the pt cavity during the procedure and subsequently retrieved to complete the case without further incident. Procedure: nissen fundoplication. Pt status: no pt injury reported.